Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown triathlon 13mm poly insert. Other devices listed in this report: cat # unknown, lot # unknown description: triathlon fem component, size 4, left, cr; cat # unknown, lot # unknown description: triathlon size 4 universal tibial tray. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Reoperation/revision due to reported knee pain 8 weeks post op.

Manufacturer narrative:
An event regarding trauma resulting in patellar resurfacing and tendon repair involving a triathlon insert was reported. The event was confirmed. The device remains implanted. Medical records received and evaluation: the medical review completed indicates that the root cause of this pi case is a patient-related factor of trauma with rupture of the capsular structures and patellar tendon around the devices. The implanted triathlon devices have no role in this failure scenario and as such there are no device-related aspects involved. A review of the provided medical records and/or x-rays by a clinical consultant indicated: issue with reintervention surgery 5-months post implantation of triathlon cr total knee arthroplasty for patellar resurfacing. All other triathlon devices remained in place. The patient is a female of (B)(6) with morbid obesity. A fall of the patient was reported 8-weeks post primary arthroplasty and the knee remained painful with inability to walk. Plain x-rays show adequate position and alignment of all components without obvious pathology. A diagnostic arthroscopy was performed that showed damage to the patellar extensor tendon and the medial capsular structures, the medial retinaculum. A decision was made for patellar resurfacing and tendon repair which was performed shortly later in (B)(6) 2013. Shortly later a new twisting incident to the knee was reported with again pain and walking problems. X-ray showed a patellar subluxation. 2-months after the previous intervention another intervention was carried out in december 2013 where damage to the medial capsular structures was observed and now augmentation of these structures with a hamstring tendon graft was performed. No information on further outcome. X-rays after this intervention show adequate position of all components including the patella. No implants were returned for investigation as they remain to be implanted, only a patellar component was added in october while the other interventions related to soft tissue procedures to augment the capsular structures of the knee. Root cause of this pi case is a patient-related factor of trauma with rupture of the capsular structures and patellar tendon around the devices while all subsequent revisions had the same root problem, late problems after trauma of the extensor apparatus of the knee as a consequence of this same trauma. The originally implanted triathlon devices have no role in this failure scenario and as such there are no device-related aspects involved. Following the revision in (B)(6) 2013, either a new trauma occurred or traumatic overload of the same weakened and freshly repaired capsular structures of the knee occurred with the consequence that another repair of the same capsular and tendon structures now with tendon graft augmentation was required to solve the problem with more certainty. As such this pi case with all interventions performed after the primary arthroplasty is not device related but is patient-related in root cause of failure as a consequence of trauma to the arthroplasty after implantation. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no similar reported events for the lot referenced. Conclusions: the reported event was confirmed. Based on the findings of the medical review, the root cause is an adverse patient-related event through the trauma experienced by the patient.

Event description:
Reoperation/revision due to reported knee pain 8 weeks post op.